Event description:
The customer reported that the thermogard xp ivtm system (sn (B)(6)) showed a fault "pump defective, system does not fill." No further information was provided. No information was shared with zoll about patient treatment status or if the system was intended for use on a patient or being tested.

Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.